Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on (B)(6) 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer was hospitalized due to his blood glucose monitor giving an e-7 message. It was reported, that on the day of the event, the customer tried to use his blood glucose device but received an e-7 message. The customer re-tested using all of his test strips, and could not obtain a reading. Later that day, the customer was taken to the hospital. It was reported that the customer was in a coma. The type of treatment given at the hospital was unknown. The results from the hospital meter were also unknown. It was reported that the patient was hospitalized for 2 weeks. The blood glucose monitor was requested to be returned for product evaluation.